Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) failed the autofill failure. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an autoflll failure. Getinge (fse) field service engineer found the unit had a blood in the safety disk and pim module. It was resolved by replacing pneumatic module assy (0997-00-1178). During the repair then it was seen blood to go back as far as the pim connector to backplane tubing. To resolve that pim cable backplane assy (012-00-1640) was replaced. Pim to backplane, disassembled the unit and replaced pim cable to backplane, reassembled the unit and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.